Event description:
Reporter indicated that the pt has developed partial left vocal cord paralysis and stridor and had an episode of increased saliva where the pt choked. Vocal cord paralysis has improved since device has been turned off for a couple of weeks.